Manufacturer narrative:
The co-oximetry optical subsystem responsible for the measurement of thb appeared stable with constant temperature and in control during the sample measurements. No co-ox interference was detected through the day of escalation and while the sample in-question was running. A definitive root cause for the observed differences between thb levels measured is undetermined. The instrument is performing as intended and is currently operational at the customer site.

Manufacturer narrative:
The customer replaced the measurement cartridge and is operational. The customer has provided instrument files and the investigation is underway. The cause of this event is unknown.

Event description:
The customer reported that they received a discrepant total hemoglobin (thb) result compared to retesting of a different sample on another rp500e instrument. There is no report of injury due to this event.